Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report she noticed insulin inside her cartridge compartment. Customer alleges leak originated in the cartridge. No adverse event alleged. A request was made for the return of the device.